Event description:
It was reported it was unknown why ¿the pump went out.¿ withdrawal and ¿pump failure¿ was also reported with no further details provided. The pump was being used to deliver clonidine, bupivacaine, and dilaudid. The device manufacturer implant registry showed the pump was explanted on (B)(6) 2013, however, it was not reported why the pump was explanted and therefore it was unclear if the explant was due to this event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).